Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm. The customer reported multiple proximal occlusion a alarms appearing across the customers fleet of plum 360 pumps with multiple users upon switching from b line to a line. These pumps had their annual preventive maintenance at the end of june and all passed within specifications without failures. The alarms occurred while the patient was receiving treatment; however there was no patient harm.

Manufacturer narrative:
The customer's reported complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record (DHR) was reviewed and no relevant non-conformities were found that would have led to the reported complaint. Updated information can be found in d9 and g1.